Event description:
Hold sbf. It was reported to covidien on (B)(6) 2012 that a customer had an issue with a scd pump. The customer states the pt was placed on the operating table in the lithotomy position for bowel cancer surgery which took 5 hours. After the procedure, the pt developed compartment syndrome. The pt is doing well and was discharged from the hospital.

Manufacturer narrative:
05/23/2012. An investigation is currently underway. Upon completion, the results will be forwarded.